Event description:
It was reported that the patient called the healthcare facility and complained of syncope event due to arrhythmia. The patient was asked to report to clinic an upon interrogation of the implantable cardioverter defibrillator (ICD) a power on reset (por) was discovered. It was also noted that wireless telemetry was no longer available for the ICD. The ICD was reprogrammed, and remains in use. It was later reported that subsequently, the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, a no reason power on reset (por) occurred on (B)(6) 2014. Loss of wireless telemetry was confirmed through quick look section of save 2 disk. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.